Event description:
Sixty-seven-year-old male with history of rheumatoid arthritis, 10 yrs status post bilateral total knees - left infected with beta strep 1 year ago. Now, derangement, left patellar prosthesis. Prosthesis is discoid, surface is focally eroded and flattened.